Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported backflow issues with bd tubing. No patient harm.